Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-19683. It was reported that the patient presented for a scheduled device upgrade. During the procedure, once the device was out of the pocket the physician noticed that there was damage to the atrial lead and right ventricular lead. There were no signs of lead damage (insulation breach) prior to the procedure. Both leads tested normal. The physician decided to repair the atrial lead with two suture sleeves and medical adhesive. The right ventricular lead capped and replaced on (B)(6) 2021. The patient was in stable condition post-procedure.